Manufacturer narrative:
Additional information: no issues were noted with the location of the catheter tip prior to delivery of adhesive. The catheter tip was located 5cm caudal to the sapheno femoral junction (sfj) prior to delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two images were received for review. Image 1 shows redness in the area of infection. Image 2 shows the infection site slightly closing. Redness is still visible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient¿s great saphenous vein (gsv) was treated with venaseal. The physician did not use the wire or the blue sheath. She inserted the glue catheter through the introducer and treated. Approximately 1 month post procedure the patient returned for follow-up and reported itchiness, redness, burning, sensation with irritation present and a scabby wound at the access point. Patient was treated with a medrol dose pack without alleviation of symptoms. Patient returned again and was prescribed antibiotic and burn cream. It has been recommended a micro phlebectomy should be carried out to try to remove out any possibility of glue that could have caused the sore to develop at the access site.

Manufacturer narrative:
Additional information: patient has received subsequent treatment of different veins without any issue. Due to the patient¿s history of dvt, the patient has been kept on oral anticoagulants (oac). If information is provided in the future, a supplemental report will be issued.